Event description:
Customer reported receiving a no delivery alarm during bolus delivery. Through troubleshooting the insulin pump alarmed no delivery during the manual prime. It was noted that the alarm may have been caused by set or reservoir occlusion. Customer's blood glucose reading at the time of the call was 260 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.